Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 48-49 mg/dl. Reportedly, the customer over-estimated how much insulin was needed to address food consumed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.